Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device data was reviewed and indicated excessive on-time. The excessive amount of on time was due to repeated power cycles where the device turned on and off. The likely cause of the device of the device turning on and off was that an object was placed on top of the device which repeatedly pressed the on/off button. The excessive on time is the root cause of the reported issue because it depleted the hlc internal battery and the charge-pak until the device could no longer remain powered on. The device was destructively tested. The customer received a replacement device.